Manufacturer narrative:
(B)(4). Date sent: 5/2/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a robotic full nephrectomy procedure, the stapler worked on the first firing like it should. The scrub tech was trying to unload the staple cartridge and it wouldn't release staple load and they couldn't get it opened. They also couldn't reload due to it not opening. She was unsure if they used the reverse button. They tried manual override as well to no avail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53l79. The analysis found that one psee60a device was returned in good visual condition and with one gst60w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.